Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; the reverse funnel aortic neck). Conclusion: known inherent risk of a procedure (endoleak); device failure/lack of effectiveness related to patient condition (anatomy related; the reverse funnel aortic neck).

Event description:
Additional information was received stating the type I endoleak self-resolved.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm it was reported that at the end of the procedure a type I endoleak was present. The physician was unable to resolve the endoleak. The cause may have been due to the patient¿s challenging and reverse funnel shaped aortic neck. The patient had an ultrasound the next day and no endoleak was present. No clinical sequelae were reported and the patient is fine